Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was thought to have hemolysis and potential pump thrombosis based on lab data including high lactate dehydrogenase (ldh) and elevated plasma-free hemoglobin (pfh). The patient underwent a computed tomography angiography (cta) which revealed a peripheral thrombus within the inflow and outflow cannulas with 50% narrowing of both cannulas. The patient had potential subtherapeutic international normalized ratios (inrs) from a recent surgical procedure and subsequent complications. The patient was asymptomatic and was admitted and placed on a heparin drip. A log file review captured pulsatility index (pi) events as well as a few low voltage hazard events on battery power due to the batteries being depleted. The log files also revealed the pump power had a downward trend between (B)(6) 2021. The patient's ldh was trending down and their pfh was normal. The patient was given a tighter inr control with an increased goal of 2.5-3.0.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was thought to have hemolysis and potential pump thrombosis based on lab data including high lactate dehydrogenase (ldh) and elevated plasma-free hemoglobin (pfh). The patient underwent a computed tomography angiography (cta) which revealed a peripheral thrombus within the inflow and outflow cannulas with 50% narrowing of both cannulas. The patient had potential subtherapeutic international normalized ratios (inrs) from a recent surgical procedure and subsequent complications. The patient was asymptomatic and was admitted and placed on a heparin drip. A log file review captured pulsatility index (pi) events as well as a few low voltage hazard events on battery power due to the batteries being depleted. The log files also revealed the pump power had a downward trend between 06nov2021 and 08nov2021. The patient's ldh was trending down and their pfh was normal. The patient was given a tighter inr control with an increased goal of 2.5-3.0.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus could not be confirmed as the device remains in use and no images were provided by the account for review. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events, as well as a direct correlation between the cannula thrombus and the reported events, could not be conclusively established through this evaluation. The submitted log file contained data from 7:24:08 on (B)(6) 2021 through 13:46:16 on (B)(6) 2021, per the timestamps. Pump power typically ranged from 4.9-6.7 watts, with an overall slight downward trend throughout the course of the log file. No significant fluctuations in pump parameters were observed. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis, and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Section 1 and section 6 of the IFU also outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.